Manufacturer narrative:
Continuation of d10: product ID neu_rtm_unknown lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a recharger charging antenna became very hot and made it difficult to recharge. The patient stated they had recently undergone surgery and reported that the neurostimulator was not turned off during the surgery. The patient was advised to contact the therapy follow-up center to ensure the equipment was functioning properly and to arrange an appointment with another physician. A new recharger was provided, and the patient was notified to call back if replacement did not resolve the issue. It was unknown if there was any patient complications as a result of the event.